Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
Info rec'd indicates the pt was implanted with an invance sling system, date of implant was not indicated. It was reported that the sling was removed two yrs ago due to infection.